Event description:
Rn reported a break in the transfer set tubing, which resulted in a leak. The pt did not note anything unusual prior to this event. The pt clamped off the remaining tubing and was seen in the clinic for a transfer set change. The transfer set had been in place for approximately 2 months. The pt was treated prophylactically with intraperitoneal ancef 2gm. Per rn, the pt has not presented with any symptoms of infection.